Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the thigh which is off-label usage of the device, on (B)(6) 2025. On (B)(6) 2025, the patient¿s cgm reading was 42 mg/dl. No fingerstick was performed at that time. The patient consumed calories and carbohydrates in response to the low reading. The patient experienced nausea, vomiting (15¿20 episodes), and an intense migraine. The patient was transported to the hospital by a friend. Upon arrival, a fingerstick blood glucose reading was 697 mg/dl, and the dexcom device displayed an error message. Based on the clinical presentation, the patient likely experienced diabetic ketoacidosis (dka). Treatment included intravenous insulin and fluids, and the patient was discharged after 18 hours. No further medical evaluation or intervention was documented. At the time of reporting, the patient was okay. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator with 42 mg/dl cgm reading. The data investigation found a difference in values that falls within the b zone of the parkes error grid on (B)(6) 2025. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.